Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. It is reported that an ambulance was called and took customer to hospital; had very high blood glucose levels and ketoacidosis. Customer received insulin administered by healthcare team. No test results were provided.